Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported the ins moves if sitting or lying down. It goes kind of side ways and the patient has to pop it back down. Patient reports it almost feels like it shifted upward. The patient says the ins doesn't hurt, but it feels funny. Patient will follow up with their healthcare provider (hcp).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the ins moved around in their back, ¿pops out¿, and flips sideways when they sat on the couch. They clarified the event date of the issue as the (B)(6) of 2016. There were no further complications reported or anticipated.